Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. A b30 scope communication error occurred (during evaluation) due to disconnection of the imaging cable and dirt on the electrical contact of the video connector. An e216 scope communication error also occurred due to damage of the imaging unit, there were curved rubber scratches, the curved rubber adhesive was missing, and the operation part was cracked. Scratches were also found on the following device components: video connector, operation part, grip, up/down plate, switch button one (1), light guide (lg) connector, lg cover glass, and the video connector case. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a b30 communication error while using the endoeye flex deflectable videoscope. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b30 and e216 (communication errors) was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.